Event description:
It was reported that the blade was being used in a wrist procedure. Allegedly, the tip/inside cylinder detached in the wrist and had to be removed. The tip was removed using a grasper to pull it out. A backup device was used to successfully complete the procedure which added an additional 5 minutes.

Manufacturer narrative:
Additional information will be provided once investigation is complete.